Event description:
Unomedical reference number (B)(4). Event occurred in netherlands. It was reported that patient faced infusion set occlusion in tube event on 25-jun-2024. No further information available.